Manufacturer narrative:
(B)(4). The message was generated due to a software problem and was fixed in the next release of software and the update was sent to the ssu. (B)(4).

Event description:
On (B)(6) 2013 the ssu representative at (B)(6) reported that during de-airing mode, the hcu 40 serial number unknown displayed message " error concordance set temp." When the temperature is set to 38 deg c and actual temperature is 36.8 deg c and increasing. (B)(4).